Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited high capture threshold. The atrial lead was replaced during the implant procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. A complete lead was returned for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.